Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, approximately 80 pulse field ablations were delivered in a severely diseased right ventricle. Programmed stimulation was used to induce clinical tachycardia, which was successfully mapped for 60 seconds. Blood pressure monitoring during the procedure revealed a drop below acceptable levels, prompting two unsuccessful direct current (dc) cardioversion attempts. The patient subsequently experienced cardiac arrest, requiring immediate resuscitation and extracorporeal membrane oxygenation (ECMO) ECMO support. The procedure was aborted and the patient was under general anesthesia. The patient was transferred to the intensive care unit. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: additional codes: annex f/imf: f1203 - life threatening added. Continuation of d10: product ID: non-medtronic unknown, product type: quadripolar diagnostic catheter product event summary: the data files and the afr-00001 catheter with lot number aa0230570961 were returned and analyzed. Review of the log files showed time stamps and errors that were related to the procedure. During external visual inspection, the catheter was found to be intact, and no defects were observed. Tests for shorts and mapping had passing results. A multimeter was utilized to check for shorts to the braid; none were found. Functional radiofrequency and pulsed field ablation tests were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported clinical issues of hypotension and cardiac arrest occurred during the procedure and the decision to abort the procedure without the use of alternate therapy was based upon the medical judgement of the physician. The catheter passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.